Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 409 mg/dl back to back with a result of 119 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that the customer took her normal 40 units of humalog insulin after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the customer discarded the strips and so no product will be returned for eval.